Manufacturer narrative:
Investigation is not complete. A medwatch 3500a was received from user facility and is attached. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00048, 00049, 00050.

Event description:
Allegedly removed during revision surgery.